Event description:
It was reported that the patient experienced burning while charging or when turning on the spinal cord stimulator (scs) device. It was also noted that the patient was not able to keep up with charging. The patient subsequently underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.